Manufacturer narrative:
Invesigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the indicated failure mode for pierced sleeve with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to pierced sleeves was not observed; however, the length of the non-patient needles did not meet required specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for pierced sleeve with the incident lot was observed. Additionally, evaluation of the retain samples was conducted and pierced sleeves were not observed; however, the length of the non-patient needles did not meet required specifications. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle the needle was bent and leakage occurred in the holder. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: the np needle was bent and leakage occurred in the holder.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle the needle was bent and leakage occurred in the holder. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the np needle was bent and leakage occurred in the holder.